Event description:
It was originally reported the 2.50 x 20 mm promus element plus was placed in the 1st obtuse marginal branch and the 2.25 x 32/38 mm promus element plus was placed in the proximal left circumflex (lcx). The corrected information is that the 2.25 x 32/38 mm promus element plus was placed in the 1st obtuse marginal branch and the 2.50 x 20 mm promus element plus was placed in the proximal left circumflex (lcx).

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2013-03436. It was reported that post a stenting treatment procedure, chest pain and a myocardial infarction occurred. In (B)(4) 2013 - the patient presented with unstable angina. The physician treated two lesions during the procedure the first lesion was 90% stenosed located in the 1st obtuse marginal branch with a length of 26 mm, and a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 20 mm promus element plus study stent, with 0% residual stenosis. The second target lesion was located in the proximal left circumflex (lcx) with 70% stenosis, a length of 14 mm, and a reference vessel diameter of 2.75 mm. Which was treated with pre-dilatation and placement of 2.25 x 32/38 mm promus element plus study stent, with 0% residual stenosis. The patient experienced chest pain and was treated with medication. Later the same day, post procedure, the patient developed a myocardial infarction which no action was taken. The patient was discharged the next day on dual antiplatelet therapy.